Event description:
It was reported that the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the lens tear was due to a loading error.

Manufacturer narrative:
H6: eval: results - (other) visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.